Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, it was noted that the pacemaker was in back-up vvi mode due to the patient's previous radiation therapy. The back-up vvi mode resulted in phrenic nerve stimulation. Programming changes were made and the patient was stable after the changes.